Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that for the last couple of weeks the patient was not feeling any stimulation and their symptoms were slowly coming back. The patient mentioned they had three accidents in less than a week and they could not hold their bladder or stool. Prior to this event, the patient mentioned they had an MRI. The patient confirmed MRI mode was activated prior to the MRI and afterward they deactivated MRI mode and turned therapy back on. The patient tried to connect to the ins to check therapy settings, but they got a message that said "it's not connected." During the call, the patient got a message that said the interstim x my therapy app was not responding, so the patient was instructed to close out of all apps and re-open the interstim x my therapy app. The app opened normally and the patient confirmed they were able to connect to the ins. The therapy was already turned on, so the patient increased the amplitude and confirmed they could feel stimulation. The patient would maintain stimulation level and continue to monitor symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.